Event description:
It was reported that during insertion of the intraocular lens(iol) during routine cataract surgery, the surgeon noted the iol optic was torn. The iol was removed by enlarging the incision, sutures were placed. The physician reported no patient injury.

Manufacturer narrative:
Device was received cut in 2 pieces across the optic. A tear was noted in the optic of 1 piece. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The device was not received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.